Manufacturer narrative:
The insulin pump was received with unresponsive buttons and a button error alarm due to corroded keypad traces. The pump also had broken battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose was 14 mmol/l. Customer has not treated and wants to fix the pump. Customer stated that the pump stopped working and the buttons were not doing anything. Customer stated that one button stopped working a couple days ago. Customer replaced the battery and it started working. Customer attempted to bolus but it was not responding. Customer stated that it is not pushing the plunger forward and the scroll bar is not moving with no input. Customer was advised to monitor the time display. Customer stated that the minutes do change. Customer was advised that the pump will need to be replaced. Customer was advised to revert to back-up plan. Customer also received a button error alarm at the end of the call.